Manufacturer narrative:
The contribution of the devices to the reported event could not be determined as the devices were not returned for evaluation.

Event description:
During surgical case using the exactech gps system, exactech (importer of the device) reported to blue ortho (manufacturer of the device) that the distal femur cut seemed to be off. This situation has reportedly been happening following a software upgrade.